Event description:
A customer contacted beckman coulter inc (bec) to report observing fire coming from the ups power supply on the lh750 analyzer. The operator unplugged the unit and summoned the fire department. The fire department found the fire was contained as the analyzer was unplugged immediately after discovering the fire. No death or serious injury associated with this event and no one sought medical attention.

Manufacturer narrative:
A bec field service engineer (fse) did not find damage to any other equipment and was advised that the ups was taken by the biomed department of (B)(6) for further investigation. The bio-med department determined the root cause of the fire was due to the power cord was not seated properly in the back of the power supply. In addition, the cord was cutting in and out of power which caused it to overheat and eventually catch fire. (B)(4).